Manufacturer narrative:
(B)(4): device not yet returned to manufacturer.

Event description:
Per the clinic, the patient experienced facial nerve stimulation with device use; however, the issue could not be resolved. The device was explanted on (B)(6) 2015 and the patient was reimplanted with another manufacturer's device during the same surgery.